Manufacturer narrative:
09-may-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Brush heads no longer stay securely attached and keeping slipping off mid-brushing - oral-b [device breakage] . Case narrative: consumer via e-mail stated that the oral-b toothbrush heads no longer stayed securely attached and kept slipping off of the oral-b junior children's toothbrush, model 4729, mid-brushing. No injury was reported. 07-apr-2022 case update: the suspect product lot was 3ab00247106. No injury was reported. 21-apr-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3767. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the oral-b toothbrush heads no longer stayed securely attached and kept slipping off of the oral-b junior children's toothbrush, model 4729, mid-brushing. No injury was reported.